Manufacturer narrative:
Product is expected to be returned but has not yet been received.

Event description:
It was reported that the implants broke during surgery. Levels treated were l5-s1 for disc herniation with foraminal stenosis. When attempting to implant the ardis interbodies on the right side of the disc space, the implants broke upon impact. A third ardis implant of the same size was used on the right side to complete the procedure. There was no significant delay to the case or impact to the pt.